Manufacturer narrative:
D4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. H6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used for screening in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the physician felt like the cold snare could not cut the same way as it used to. When closing the snare, instead of snapping shut, it seemed rubbery or bouncy. The wire braid was less sharp. The procedure was completed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used for screening in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the physician felt like the cold snare could not cut the same way as it used to. When closing the snare, instead of snapping shut, it seemed rubbery or bouncy. The wire braid was less sharp. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h2 (additional information): block h6 (patient codes) have been updated based on the additional information received on april 1, 2024. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.